Event description:
It was reported the guidewire was found kinked when the physician opened the packaging of the product. No patient involvement reported.

Manufacturer narrative:
(B)(4). The report that the spring wire guide was kinked was confirmed through examination of the returned sample. The customer provided photos of kinked guide wire and the product lidstock and returned an opened cvc kit including a guide wire for evaluation. The guide wire was returned within the advancer tube, including the straightener tube. The guide wire cap was not returned. The returned components showed no evidence of use. The guide wire was observed to have two kinks in the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the damage. The location of the kinks would have been within the guide wire protective tubing during packaging, shipping, and storage, protecting it from damage. Both welds were present and were observed to be full and spherical. The kinks in the guide wire measured 63mm and 258mm from the distal tip. The overall length of the guide wire measured 454mm which was within the specifications of 449.2mm-458.8mm per product drawing. The kink location and guidewire length were measure d via calibrated ruler. The outer diameter (od) of the guide wire measured 0.44mm via calibrated calipers which was within the specifications of 0.432mm-0.457mm per product drawing. Functional inspection was performed per IFU statement, "advance guidewire into arr ow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and the returned 18ga introducer needle to functionally test the guide wire. The guide wire passed t hrough both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The instructions-for-use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. The portion of the guide wire that was kinked would have been protected within the straightener tube and advancer tubing, during packaging, storage, and shipping, thereby protecting it from damage. So, it could not be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported the guidewire was found kinked when the physician opened the packaging of the product. No patient involvement reported.